Manufacturer narrative:
A philips field service engineer (fse) went on site and found the sound card was disabled. The fse re-enabled the sound card which resolved the issue. The device was tested and fully functional after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
The customer reported the efficia cms200 central monitoring system does not emit audible sound. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.